Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported that the charger and programmer are unable to communicate with the ipg. Additionally, it was reported that the patient did not charge the ipg as recommended and stopped receiving stimulation several months ago. As a result, the ipg is inoperable. The patient has no interest in replacing the ipg at this time.